Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported by the customer that their insulin pump had been damaged. Customer stated that a portion of the reservoir compartment had broken off. Advised customer to discontinue use of device and revert to back up plan. Customers blood glucose level was 334 mg/dl at time of reporting. Nothing further reported.